Event description:
The device delaminated during an open hernia procedure. The attending surgeon continued to implant the device by fixating the orc layer to the mesh. No adverse pt consequences were reported and the device remains implanted.